Event description:
The customer reported that following an abdominal surgical procedure, a 5mm 2nd degree burn was noted on the patient's dorsal penile region. Furacin (nitrofurazone cream) and amicar (aminocaproic acid) were administered. The burn did not occur at the grounding pad site. The grounding pad had been placed on the patient's arm. The incident grounding pad was discarded by the site.

Manufacturer narrative:
(B)(4). The incident sample was discarded by the site and was not available for evaluation. Add'l questions in regard to the incident have been asked. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.